Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump case broke and a piece blocked a cartridge from being loaded. The customer removed the debris and successfully loaded the cartridge onto the pump and resumed insulin. Customer's blood glucose was 220mg/dl.